Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 2.1 mmol/l. The customer stated that she was had hypogycemia and lost consciousness yesterday afternoon. She came to by herself and treated her hypoglycemia with food. Customer had entered a blood glucose of 15 mmol/l and 15.9 mmol/l. Customer stated that the insulin delivery was suspended at the time when she was disconnected from the pump at quick release. Customer said it was due to a combination of warm weather and the insulin doses she gave. Customer admitted manipulating the auto mode by entering lower blood glucose to prevent a certain amount of insulin entering her body. The device will not be returned for analysis.